Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during initial implant, the left ventricular (lv) lead dislodged after slitting the catheter. The lead was not used and a different lead was implanted during the procedure. No patient complications have been reported as a result of this event.